Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert the spsof-7-9 in the p-duct. The nurse unfolded the pigtail of the stent, then pushed the guide wire (visi2-stright-0.025" ) into the stent. However the wire did not advance. She tried several times but failed, and when she checked the stent, the pigtail section was bent. (363857). So they used the new spsof-7-9 (they did not chage the wire guide, the visi2 guide wire was still maintained (365824) did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Device evaluation: 1 x spsof-7-9 of unknown lot number was not available for evaluation. This file is related to (B)(4) / MDR ref#3001845648-2022-00354 which captured the kinked pigtail and user error of the original device. This complaint captures the user error of an incorrect sized wireguide used with the replacement device. Lab evaluation: n/a. Image review: n/a. Document review including IFU review: prior to distribution all spsof-7-9 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for the spsof-7-9 device could not be complete as the lot number is unknown. It is to be noted that this device was used successfully but the wire guide size detailed on the label of the device is 0.035¿. The instructions for use (ifu0055-4) which accompany this device state in the precautions section "please refer to package label for minimum channel size required for this device." Information received confirmed that the device had a 0.025" wireguide used to place the stent. Root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used to place the stent. Summary: complaint is based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.